Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and low amplitudes resulting in an inappropriate shock in three episodes. Device data was sent to technical services (ts) for review. Data review determined the observed noise is consistent with that of potential sense b node impairment. The patient was then hospitalized and the system was evaluated with provocative maneuvers performed, however noise was unable to be reproduced. The system was then reprogrammed from the primary to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise and low amplitudes resulting in an inappropriate shock in three episodes. Device data was sent to technical services (ts) for review. Data review determined the observed noise is consistent with that of potential sense b node impairment. The patient was then hospitalized and the system was evaluated with provocative maneuvers performed, however noise was unable to be reproduced. The system was then reprogrammed from the primary to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.